Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported by email yesterday (may 1, 2023) to me, there have been several accounts of leaking from the platform of: nexiva dp with q-syte in both 22g 1¿(product number__________). Waiting for product code and lot numbers and 24g 0.75¿(product number__________). Incidents happened both (B)(6) and after the IV was initiated it was noted to be leaking from under the platform, requiring the device to be removed and restarted. Statements from the reporting person included: 6 IV insertion attempts between 3 nurses. 4 out of 6 attempts had leaking around insertion site immediately after insertion of angio although cannula in situ. 22 ga angio leaking after 1 day of insertion. Leaking not found at insertion site but coming from underneath blue "butterfly" apparatus. Had previous issues with leaking from 22 and 24 ga angios on a previous patient prior to this one. Able to insert 20 ga successfully.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the two photographs submitted for evaluation. One unit is a sealed 24ga x 0.75in. Nexiva unit from lot number 2353907. The other unit is a sealed 22ga x 1.00in. Nexiva unit from lot number 2333134. Visual inspection of the photos did not discover any defects. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported by email yesterday (may 1, 2023) to me, there have been several accounts of leaking from the platform of: nexiva dp with q-syte in both 22g 1¿(product number waiting for product code and lot numbers and 24g 0.75¿(product number) incidents happened both (B)(6) and after the IV was initiated it was noted to be leaking from under the platform, requiring the device to be removed and restarted. Statements from the reporting person included: 6 IV insertion attempts between 3 nurses. 4 out of 6 attempts had leaking around insertion site immediately after insertion of angio although cannula in situ. 22 ga angio leaking after 1 day of insertion. Leaking not found at insertion site but coming from underneath blue "butterfly" apparatus. Had previous issues with leaking from 22 and 24 ga angios on a previous patient prior to this one. Able to insert 20 ga successfully.